Event description:
A surgeon reported a postoperative refractive surprise following an intraocular lens implant procedure. Additional information was received from the surgeon, who reported that the target refraction was -0.26. The postoperative refraction was -1.75+1.00x005. The patient reported that her visual acuity is causing difficulty driving. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected as the surgeon declined to provide additional information. (B)(4).